Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator ventricle screw appeared broken. The device was not used and replaced.

Manufacturer narrative:
Analysis was normal. Field complaint was related to the user's use of wrench.